Event description:
It was reported that during implant attempt, the helix of the lead would not extend after repositioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned where it was discovered that the helix was disengaged from helical channel. There was blood in/on the distal conductor near the lead tip, the sleevehead and the helix mechanism. The tip seal was observed to be out of position.